Manufacturer narrative:
After the event the device was checked on site by dräger service. The device was tested and the log was downloaded. The log analysis revealed that the device had detected a communication error with the cpu. After replacement of the pcb cpu the device was tested successfully and was returned to the customer. The internal device monitoring detected the failure and triggered a warmstart to restore the ventilation. The warmstart of the ventilator takes about 8 seconds and is accompanied by a buzzer alarm. In this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. After the warmstart ventilation is continued with the previous settings.

Event description:
It was reported that the evita 2 dura shut down while on patient. No patient injury reported.